Manufacturer narrative:
Follow-up #1: date of submission 05/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: there was no evidence of moisture ingress found. There were no visible cracks/damage found on the pump case. No visible corrosion was found in the battery compartment or cartridge compartment. A leak test was performed and the display lens was found to leaking. The pump was opened; moisture residue was found on all internal components and on pcb. Unrelated to the complaint, the vibration motor was found to be unresponsive. Also unrelated to the complaint, the text on the display screen was found to be discolored and faded due to the moisture/ corrosion in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating there was condensation and water behind the display. The patient reportedly went swimming and there was a ¿partially uncontrolled pump failure¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.